Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump touch screen was unresponsive when the customer attempted to enter the transmitter ID. The customer exited from the transmitter ID screen and reportable being able to interact with the pump. The customer's blood glucose level was 197 mg/dl. The customer stated the pump would continue to be used for insulin therapy.